Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. The footed portion of the attachment was perforated by tool contact. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. It was also found that the attachment leg was worn. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient involvement. Repair escalated to product event on evaluation due to the footed portion being damaged by tool contact. On follow up the product problem was described as ¿the equipment not working when start to use¿. It was confirmed there was no patient involved. There were no additional or non-routine actions taken as a result of the damage, which was discovered in preparation for the operation. In addition, there was no delay in the procedure. Initial reporter name and facility information was also provided.